Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found broken video connector socket, image found to be cut off, image intermittent. In addition, corrosion on the device chassis , base plate and front holding plate were observed. The video connector noted to be no more support for scopes and camera heads. This no longer holds scopes and camera heads due to worn out socket. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported an image issue and a service repair was requested. No harm was reported. No patient harm, no user injury reported . Device evaluation found cut off image, video connector socket was worn out, no support for scope and camera, no longer holds scopes and camera heads this report is being submitted due to the finding of image was cut off, intermittent. The video connector socket was worn out, no support for scope and camera, no longer holds scopes and camera heads identified during device return evaluation.